Event description:
The customer reported an x-ray disabled error messages. This resulted in a recoverable loss of imaging functionality. Sys functionality was recovered with reboot. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated the software upgrade was installed during the svc call. The system was test and found to be working as intended and put back into svc.